Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product will not be returning to zimmer biomet for evaluation as the product has been discarded. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the stitch implant did not deploy. Another set of devices was used to complete the procedure. There was a surgical delay of ten (10) minutes however no adverse events or patient impact have been reported. It was reported that no further information is available.